Manufacturer narrative:
The patient (age and gender not disclosed) was positioned prone on the foam frame in mayfield disposable pins for a posterior cervical to thoracic fusion. No stereotaxy device was used. The locking mechanism of the mayfield head set did not hold and the patient's head was rotated forward during the surgical case. The procedure lasted approximately 3 hours and the rotation of the patient's head was not discovered until the end of the procedure. There was no patient injury reported. The mayfield device was removed from service. Integra completed its internal investigation 08/19/2015. The investigation included: method: DHR review; service history; review of complaint management database for similar complaints; visual examination; results: this device was manufactured on september 30th, 2011 and a review of DHR's containing lot code 117 showed that the following lots passed the required inspection points without mrr's or variances. Service history: date of service: (B)(6) 2015. Date of service: (B)(6) 2013. Date of service: (B)(6) 2012. Date of service: (B)(6) 2012. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements. An in-service is being recommended as this is the second incident reported in the same month by this customer. Lastly, a mayfield patient positioning chart has been provided to the customer as a refresher tool.

Event description:
The customer stated there was a slip while the unit was attached to the patient. No other information was provided. Additional information has been requested.